Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that chest and stent thrombosis occurred. In (B)(6) 2016, the patient was presented from the emergency room with a st-elevation myocardial infarction (stemi). The patient was given a heparin bolus in the emergency room and was transported to the cath lab and angiography was performed. The chronic totally occluded target lesion was located in the mid left anterior descending (lad) artery with presence of thrombus. Predilation was performed with a 2.0x12mm non-bsc balloon. A 2.75 x 28 mm synergy¿ drug-eluting stent was advanced and successfully deployed. Post dilation was performed using the balloon of the stent delivery system. A final angiographic result revealed no significant residual thrombus, dissection or spasm. The procedure was then completed. The patient was then given 1800mg loading dose of ticagrelor. The patient did have some nausea but did not have significant emesis in which the antiplatelet medications were thrown up. Shortly after transferring to the stretcher for transport to the ICU, the patient started gasping for air and had a return of st segment elevation in the EKG. Subsequently the patient developed ventricular tachycardia and ventricular fibrillation. The patient was shocked multiple times. Cardiopulmonary resuscitation was initiated and the patient was transferred back to the cath lab table. IV epinephrine and IV amiodarone were given. The patient was intubated and vascular access was obtained via the femoral artery. Angiogram revealed the lad was completely occluded at the ostium with timi 0 flow. A 2.0x12mm non-bsc balloon was advanced and dilated the proximal occlusion to regain distal flow. There was clearly thrombus throughout the stented section of the vessel. An export catheter was then used and timi 3 flow was restored. Multiple angiograms were taking over the next hour and all demonstrated a patent stent with no evidence of dissection or stent malposition. The patient was then brought back to the ICU. No further patient complications were reported. The patient had improved his ventricular function at last check.